Manufacturer narrative:
Correction to include h7 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was re ported that the patient stated they got a new handset probably a month and a half ago and something was going on with it. Patient stated they had heard from nurses and other patients that they could not get it to go and it did not want to do anything. Patient said it took her 49 minutes to get a bolus. Patient states it just spins and spins and kicks her out and restarts or resyncs or exit the application and it just sits there forever. Agent walked patient through closing all applications and going to patient data service. Patient confirmed this resolved the issue. Patient would monitor and call back if still having issues.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Product ID: hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.